Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
While servicing the electrode belt of a (B)(6) female pt for an unrelated issue, a reportable nonconformance was found. The cable connecting the distribution node to the rear therapy electrode was pulled from the strain relief.